Event description:
The physician was attempting to deploy a 3.0mm diameter x 38mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a left lesion in a patient exhibiting moderate calcification and tortuosity and 60% stenosis in the lcx. It was reported that after the stent was positioned, it appeared like the stent was broken and was removed. During removal the left main was dissected and was a stable dissection. Another stent was used to treat the dissection. No other clinical sequelae were reported. Device evaluation: the proximal pillow balloon folds were partially opened and disturbed. A number of stent segments were deformed with struts raised and overlapping. Cine image review: the delivery and subsequent withdrawal of the damaged resolute integrity stent are not captured on the cd images. The reported dissection in the left main cannot be confirmed based on review of the images provided.

Event description:
Correction to cine image review: the procedural images were reviewed by the vp of medical affairs and the review confirmed that after successful deployment of the two stents in the lad, deep seating of the guide catheter appeared to result in a dissection of the vessel above the left main. The images did not confirm the root cause of the stent deformation initially reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and dissection); patient condition affected effectiveness of the device (patient lesion morphology; 60% stenosis, moderate tortuosity). Evaluation: conclusion: known inherent risk of procedure (stent deformation and dissection); device failure/lack of effectiveness related to patient condition device (patient lesion morphology; 60% stenosis, moderate tortuosity). (B)(4).

Manufacturer narrative:
Results: caused by another drug/device (dissection caused by another device i.e. The guide catheter). Conclusion: another device caused failure (dissection).